Event description:
It was reported that the general dentist observed on an x-ray that the implant was fractured. The implant was removed and the procedure was completed using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned products identified what appeared to be bone / tissue attached to the implant external threads. A fracture at the collar was observed no pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #19 and was used for approximately 2 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the general dentist observed on an x-ray that the implant was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.